Event description:
The user facility reported a 43-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma at the impella site. The plan was to evacuate. The patient received packed red blood cells. Patient is stable post issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the access site bleed has been completed. Pump was not returned for investigation. Information related to hematoma at access site is not provided in the clinical details. Therefore, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information provided. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ corrections to the initial MFR report: g1 MDR reporting contact email. H6 component code 925.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were investigated, and a placement signal not reliable (psnr) alarm was observed. The placement signal (ps) goes to 3000 and never recovers, signal-to-noise ratio (snr) drops to 0, lamp goes to 100, contrast is a spread, gain increases and light decreases. These symptoms are similar to that of a fiber break since the ps doesn't recover. Therefore, the root cause of the optical signal issue was most likely a damaged optical fiber line due to excessive force. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number . D10 concomitant medical products and therapy dates updated. G1 reporting contact fax number updated.

Event description:
The complainant also reported that the optical signal was lost.